Manufacturer narrative:
(B)(4). Concomitant medical products: unknown oss knee femur cat#: unk, lot#: unk. Unknown oss knee tibia cat#: unk, lot#:unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to instability and poly wear.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The product was evaluated through radiographic inspection, and the reported polyethylene wear was confirmed. The device history records were unable to be reviewed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2018-11093, 0001825034-2019-01871, 0001825034-2019-01872.